Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During analysis the hub was checked with 0.023" pin gauge and no issues were noted. A 0.0158in mandrel was inserted into the hub of the microcatheter with no resistance. The mandrel was pushed further and a restriction was noted below the hub. It was confirmed that the lumen was blocked. The mandrel was removed. The device was soaked in warm water in order to release the blockage; however the blockage could not be released. The catheter shaft was cut at 48.5 cm from the hub and the mandrel pushed through again. The mandrel went through with resistance. The inner ptfe (polytetrafluoroethylene) was found to be damaged and removed from the lumen together with the mandrel. Based on the information available, it is unknown the outer diameter of the guidewire used with the catheter. It is possible that an incompatible guide wire was used; this however cannot be conclusively determined. It is also possible that the lumen was not sufficiently flushed before the guide wire insertion; this however cannot be proven. The additional information states that the issue occurred during the preparation stage outside the patient and that the lumen was sufficiently flushed. The damage noted to the inner ptfe is consistent with an excessive force used while inserting a guide wire into the lumen (possibly by incompatible or damaged guide wire; this cannot be however proven). Based on the information available the exact cause for the observed findings cannot be determined.

Event description:
Analysis of the subject device revealed polytetrafluoroethylene (ptfe) inner linning peeling of the catheter lumen. There were no reported clinical consequences to the patient.